Manufacturer narrative:
Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd loads ¿ insulin syringe with needle there was an issue with scale printing defects. It was stated ¿the color of the scale print is thin.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (3) loose 3/10cc, 8mm syringes. Customer states that the color of the scale print is thin. All returned syringes were examined and all syringes exhibited a missing zero unit marking. Samples were forwarded to manufacturing (B)(4) on (B)(6) 2018 for further review. Second investigation summary: on (B)(6) 2018, holdrege received three (3) loose 0.3ml, 8mm syringes from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause for the lighter print and missing zero line noted within the received samples is likely to be either a damaged pad or incomplete 'kiss' from the pad to the barrel surface. CAPA 162566 was initiated by the holdrege plant to address print related defects and their associated root cause(s). As the batch number for this complaint is unknown, correlation of manufacturing date versus CAPA actions is unable to be determined at this time. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.